Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported they recharged the patient¿s ins every day and noticed that the time it was taking to charge had decreased from 30-35 minutes to 15 minutes. The patient had hypostatic hypotension was it was very difficult to move her without her passing out; if she was laying prone she was fine but even sitting up sometimes she would pass out. She was taking medication for it. The patient had gotten extremely good results with the deep brain stimulator (dbs) and she wasn¿t taking any parkinson¿s medication for tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.